Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing high readings issue while using an adc freestyle libre reader. Customer received a reading of 400 mg/dl on the reader which was high compared to feel and experienced "tremors, cold sweat and difficulty in speaking" and subsequently lost consciousness. A reading of 40 mg/dl was obtained on the competitor meter and customer was treated with juice or tea by the daughter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing high readings issue while using an adc freestyle libre reader. Customer received a reading of 400 mg/dl on the reader which was high compared to feel and experienced "tremors, cold sweat and difficulty in speaking" and subsequently lost consciousness. A reading of 40 mg/dl was obtained on the competitor meter and customer was treated with juice or tea by the daughter. There was no report of death or permanent impairment associated with this event.